Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had undergone magnetic resonance imaging. After software download, normal device function resumed. There were no adverse consequences to the patient.